Event description:
It was reported that via x-ray the atrial lead dislodged from the original implant site with no capture noted event with increased output. The atrial lead remained in use, and revision procedure was scheduled. During the revision procedure, it was noted that the atrial lead had completely dislocated from the atrium to the superior vena cava (svc), and no capture was observed. The right ventricular (rv) lead exhibited no issues, however, had a loss of slack. The atrial and rv lead were re-positioned and remains in use. Additional follow up check revealed no lead issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).